Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. It was also reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. It was also reported that the cartridge was sticky, the customer removed cartridge off pump and loaded a new cartridge two times to resolve the issue. Customer's blood glucose was 200 - 300 mg/dl..